Event description:
The customer reported to baxter a viaflex empty container in which the additive port was heat sealed incorrectly. The condition was noted before patient use. There was no patient injury or medical intervention associated with this event. No additional information is availble.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is pre-amendment; therefore, it does not contain a us 510k number.

Manufacturer narrative:
(B)(4). The sample was received for evaluation on (B)(6) 2011. An actual sample was received for evaluation. A visual inspection of the sample revealed the additive ports were sealed outside of the bag. The reported condition was confirmed. The root cause of this condition was attributed to the manufacturing process. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.